Manufacturer narrative:
Healon is not an implantable device; therefore, not explanted. (B)(6). Device manufacture date: unknown as product lot number was not provided. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that after cataract surgery, there was a sparkling material on the iris. The size is below 1 mm. As there was no patient injury, the surgeon considered there was no need to provide any treatment. No additional information was provided to abbott medical optics.

Manufacturer narrative:
Device evaluation: the product was not returned for evaluation. The reported issue was not verified. As the batch number is unknown for this event, it is not possible to perform any retained product investigation. Manufacturing records review: as the lot number is unknown for this event it is not possible to perform any manufacturing record evaluation or complaint history review. Labeling review: the directions for use (dfu) were reviewed. The dfu provide the customer with proper usage instructions and guidelines. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.